Event description:
New information received from the clinic stated that the patient was seen in clinic on (B)(6) 2019 and programming changes were made. The clinic was able to restore the impedance diagnostics but was unable to retrieve impedance trending on the device. The patient had one lead on a bi-ventricular device and was unable to establish trending. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to measure pacing lead impedance. It was suspected that the device algorithm may be postponing the lead impedance measurements. Programming changes were recommended. No patient symptoms were reported.